Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 68-year-old female patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella rp device for mechanical circulatory support. During impella support, the md decided to remove the art line that was next to the impella rp flex. During removal, it was noticed that the suture and yellow suture loop was cut or split allowing the rp sheath to be pulled back resulting in rp catheter to be completely removed from the heart. The patient was taken to the cath lab and rp attempted to be advanced back in place, but it was unsuccessful. The patient began to decompensate, and decision was made to replace rp.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of positioning issue was most likely use related. Added- h6 impact code 4629.